Event description:
It was reported that a patient's right atrial lead had exhibited chronic noise. No intervention was performed. Patient had no consequences or symptoms due to the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the signal artifact/ noise was actually noise over-sensing.